Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 3027073 and 3027085 are considered in compliance with our product specification requirements.

Event description:
No additional information provided.

Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309628 lot # 3027073,3027085. Additionally, the reporter provided updated information stating ¿the injection needle separated from the syringe¿. As the filter needle is no longer suspected, please update this investigation to reflect a complaint on the syringe and not the filter needle. Two syringes were used in the packaging of izervay kit t16240025a, syringe lots 3027073 and 3027085. Please see the attached updated complaint forms.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.